Manufacturer narrative:
The customer¿s report that the source pump module alarming for accumulated air in line was confirmed. Physical inspection of the device noted dried fluid observed under the male iui and inside rear case. The bezel was cracked at lower hinge and upper hinge. Crush marks and debris was observed at the upper fitment of the tube guide which is indicative of a set misload. There were no issues observed with the ail assembly. Review of the pcu error log did not show any errors or malfunctions. Analysis of the pcu event log showed that prior to the event date, the pcu was powered on (B)(6) 2019 at 8:17 pm and new patient and same profile (adult patient ssm) were selected. The customer reported an event date of (B)(6) 2019. Review of the pcu event showed the reported infusion of 115 ml of iron sucrose (300mg) was confirmed on the event date at 8:37 am. The suspect device alarmed for accumulated air in line approximately an hour and half after starting infusion. At 10:06 am, the suspect device alarmed for accumulated air in line. At 10:08 am, the suspect device and pcu were channeled off. No alarms for air in line were recorded on the event date, however accumulated ail was recorded. The devices air detection system successfully passed detecting single air bolus and accumulated air boluses. There were no anomalies observed during the inspection of the air in line assembly. The report that device did not alarm for air in line is believed to be the result of air boluses smaller than the single air bolus specification. The system will provide a means of detecting multiple small air boluses that art too small to be detected by the pumps air detection system. The volume of air that trips the accumulated air detection limit is a percentage of a specified averaging window volume that is variable based upon the current setting for single air bolus.

Event description:
It was reported that patient was receiving IV medication venofer (iron sucrose) 300mg in 115ml via IV infusion pump. The infusion was programmed to infuse over 90 minutes. Charge nurse heard a "loud screaming" alarm and found "accumulated air alarm" on the device's main display however it did not alarm air-in-line. There was no patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient information was requested but not provided.

Event description:
It was reported that patient was receiving IV medication venofer (iron sucrose) 300mg in 115ml via IV infusion pump. The infusion was programmed to infuse over 90 minutes. Charge nurse heard a "loud screaming" alarm and went into patient room and found "accumulated air alarm" on device's main display and that it did not alarm air-in-line. There was no patient harm.